Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis: incomplete component deployment and component migration.

Manufacturer narrative:
Correction b1. Correction h1.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. It was reported the patient¿s proximal neck of the aorta was tortuous. The physician deployed the proximal side of the trunk-ipsilateral leg but the proximal end of the device in the aortic neck did not fully open. In addition, the device moved distally unintentionally (distance unknown). Though the physician tried to fully deploy the proximal end of device with the constraining system, it was not successful. Additional ballooning of the proximal end of the device was performed, but the device remained not fully open/expanded. Cannulation was carried out from the left leg and touch-up ballooning was performed, deployment was attainable but the proximal portion did not completely expand open. Since the blood flow to the proximal end was secured, no additional treatment was performed and the physician elected to monitor it. The procedure was completed without no other issue. The patient tolerated the procedure. It was reported that the device moved unintentionally, resulting in a distance between the leading olive and the device proximal side, which may have resulted in partial deployment.